Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in anesthesia when the md tried to use the catheter in the patient's jugular vein, he found a leak at the connection between the catheter and the juncture hub. As a result, he removed the defective catheter and replaced it with a new one. There was a delay, however, there was no reported death or complications to the patient.